Event description:
Procedure type: unk. According to the reporter: surgeon noticed a plastic inside the pt and believed to be part of pediport. The nurse reporting commented that this surgeon was a little rough with the port, however wishes to report as incident. Port was not retained, as nurse commented was "very bloody". No additional info was available at this time. No additional info was available at this time. No pt injury was reported.

Manufacturer narrative:
(B)(4).